Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiac implantable cardiac monitor exhibited undersensing. The device was reprogrammed and the patient would be monitored. No patient symptoms were reported.